Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Upon cyclers home screen display was very low and dim. Failure was due to internal short present on transformer (t1) of the inverter board causing the dim display. A known good inverter board was installed and the display became operational. The touch screen test and functional/display test were performed and passed. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report the liberty select cycler touch screen was dim during step 5 of setup. The cycler was rebooted and the ok and stop keys lit up, but the screen remained blank. It was reported there was a power outage prior to the reported event. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was unable to complete treatment using the cycler on the night of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.